Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00814 / 00815).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, the components showed evidence of scratches, wear and subluxation of the joint.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 due to osteolysis. The modular head and acetabular cup were removed and replaced.